Event description:
The facility representative reported a colleague infusion pump with a 703 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of error code 703 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a 703:00 failure code and determined the cause to be a faulty pump head module. The pump head module was replaced to correct this condition.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The user interface module software version is 6.13.90